Event description:
It was reported that the deflectable videoscope blacked out during use displaying the error code e-226 (scope communication error). The event occurred during the procedure. The procedure was therapeutic and it was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
I have reviewed this medwatch report and am approving for submission to FDA. I acknowledge that my electronic signature being recorded is considered to be the legally binding equivalent of my handwritten signature.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The information was inadvertently left out. The device was returned to olympus for inspection, found the image sensor unit irregularities, confirming the reported event. In addition, scratches on distal sheath of the insertion section and chipping on the distal sheath glue were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to external stress may have been applied to the bending section, causing the cable running inside the bending section to be damaged. The event can be detected by following the instructions for use (IFU) sections: instructions for ltf- s300-10-3d operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. " inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.